Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment; however, during procedure, some stent struts moved minimally from the balloon. The procedure was completed. No patient complications were reported and the patient status was stable. No other information available.

Manufacturer narrative:
Corrections: b5: describe event or problem: changed from: it was reported that stent struts moved on balloon. To: it was reported that stent damage occurred. H6: device codes: changed from device dislodged or dislocated (2923) to: material deformation (2976). Device evaluated by MFR: a 2.50 x 38mm synergy ii stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut in the most proximal strut row was lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent struts moved on balloon. A percutaneous coronary intervention was being performed. The target lesion was located in a coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment; however, some stent struts moved minimally from the balloon. The procedure was completed. No patient complications were reported and the patient status was stable. No other information available.